Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump, instructing the customer on steps for returning the faulty pump. The customer will use a backup insulin pump to ensure continuity of insulin delivery.